Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Low bg cause was not known. The customer's family member provided assistance and the customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.